Manufacturer narrative:
(B)(4).

Event description:
It was reported by a healthcare provider via maude (mw5164857) and by the food and drug administration that a patient passed away on (B)(6) 2025. The maude report states that the patient was supposed to come to the healthcare provider (hcp) office but cancelled and did not reschedule. The date of death was not provided. There is no reporter information to gather additional information as the hcp did not wish to follow up and there is no patient information available. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.